Manufacturer narrative:
Product has been requested for evaluation, yet not received.

Event description:
Report received from the (B)(6) states: "machine primed as it should with fluid running through to the test tray and running when infusion was switched on. When surgery began, the 40mmgh on screen was not achieved and the entire eye went soft. Increasing to 70mmgh did not help. Eye went firmer intermittently but was not consistent. Surgeon switched to gravity settings but that did not work either. Eventually used an external infusion line to finish. At the end of the case, the infusion was running fine when tested. Only change to usual set up was the use of an additional stop cock between our tap and infusion to facilitate oil infusion. This was attached to the front of the spc pack 3-way stop cock to enable the surgeon to attach intraocular tamponade gas as our 3 way stop cock does not connect properly to many of the kit gasses. Thus, a second stop cock was used on the IV lines. This was changed and then removed and the problem remained with just our tap. The procedure was completed with no additional post surgical intervention. The patient recovered as expected and did not suffer from this issue with surgery. The surgery took approximately 10-15 minutes longer than it should have."